Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the plastic component of the headset where the teflon cannula is attached has come away from the connector plate with the self-adhesive still attached to the patient's body. The patient noticed the issue due to insulin leakage. The patient's blood glucose level was elevated. The same issue also occurred on (B)(6) 2016. The infusion set lot number was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.